Event description:
The reported description notes that the bedside monitor failed to alarm to alert the user of a change in the pt's status, the pt is deceased.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.